Event description:
It was found during review of programming history that the pt's settings were reset to 0 ma on (B) (6)2005. At that visit, generator diagnostics were performed which is not recommended and a final interrogation was not performed to verify settings. The reset was noticed on (B) (6)2005, at which time, the pt's settings were reset to intended settings. The cause of the reset is likely due to the generator diagnostics being performed at the office visit.

Manufacturer narrative:
Analysis of programming history.